Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated during an operational check. A history of e-155 indicating that the fluctuation volume of a flow sensor deviates from the standard was observed in the log. Evt_mach_flow_drift_high means the machine flow sensor drift above the specification (>0.2lpm). The flow sensor was replaced to address the issue. Additionally, un-related to the vent inop issue, during evaluation of the device at the manufacturer's service center, dirt on the flow path was observed during an internal inspection, the specified parts were replaced: system board, blower assembly, 3-way solenoid valve, proportional valve, low flow o2 connector, blower chassis plate, blower cap, outlet side panel, blower mount, blower bellows seal, fio2 housing, dual rim cup, filter cover, muffler assembly, tubing blower chassis, tubing fio2, low flow o2 tubing, tubing system pca, air inlet foam filter and particle filter.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.